Event description:
The account alleged the head section ID drifting down slowly. No patient impact.

Manufacturer narrative:
The account has replaced the head down valve and the issue remains. Technician told the account to change the cardio pulmonary resuscitation valve and that resolve the issue.